Event description:
It was reported that during an unrelated procedure, the patient presented with loss of pacing due to noise oversensing on their right ventricular lead. Programming changes were made to address the issue. There were no patient consequences and the patient was in stable.